Event description:
It was reported that after the patient had the pump replaced in 2009, he hallucinated and experienced flu-like symptoms such as vomiting and fever for 2 days. The patient had lost 30 pounds since pump was changed. The patient stated he had to hire a nurse in order to care for him. The patient indicated he may have been over medicated. The hcp reduced his medication, but gave him vicodin, thinking he might have been in withdrawal. The patient and hcp discussed the possibilities that the new pump was "stronger", meaning more battery power since it was new, thus it's delivering more medication, but the flow rate was "supposedly the same". The patient stated that due to that, he believed there were different issues occurring. Caller indicated that he did not have volume discrepancy with the old pump, prior to replacement. A CT scan was done and it showed that the catheter and pump were okay. The patient stated, "he just wanted the pump 'expirated' and new medication put in because he didn't believe the current medication in the pump is what he had in the past, though the printout stated as such". Additional information received from the manufacturer's representative indicated the hcp's office has been in constant communication with the patient. The patient had been in to the clinic at least 8 times since the replacement and called everyday. The hcp emptied and refilled the pump with new medication as the patient indicated that he believed the medication was incorrect. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Patient code other = hallucinations.